Event description:
It was reported that, during a procedure, the fiber broke and the physician was burned. Error 54 also occurred. The procedure was completed. There were no patient complications.

Event description:
It was reported that, during a procedure, the fiber broke and the physician was burned. Error 54 also occurred. The procedure was completed. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.